Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 463 mg/dl. The customer reported a check setting alarm on the insulin pump and there was a big dark dot on the screen of the insulin pump. Troubleshooting was done. It was reported that the bolus wizard on the insulin pump wanted to give twelve units of insulin but the settings on the insulin pump limits the bolus of insulin to only ten units. The customer was advised to monitor the blood glucose levels of the customer in order to determine whether an additional bolus from the insulin pump would be necessary. No additional information was provided.